Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by the end user who reported that the wheelchair was difficult to open. The end user pulled the chair apart from the side arms from the front, catching her finger between the seat bar and the metal side piece. The end user cut her finger requiring four stitches. Product labeling states, "to open chair - open wheelchair by tilting to one side and pushing down on seat rail until fully opened." The end user is currently using the device. As part of its standard complaint review and evaluation process, drive devilbiss healthcare will notify the product manufacturer of this reported event.